Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. To date, the incident sample has not been received for evaluation, and the lot number was not provided. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a video assisted thoracoscopic thymectomy for a thymus tumor, the device sealing for 2mm thymic veins was incomplete. End tones, indicating a completed seal cycle, were heard. More than 500cc of bleeding occurred, resulting in a conversion to open surgery and the use of a ¿heart-lung machine¿, delaying the procedure by more than thirty minutes. The device was recognized by the generator and was activating without issue. There was no regrasp alarm. The procedure was completed without further issue and the patient is currently in critical condition. Additional questions have been asked to the site in order to gain more information on the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 11/16/2015. Date of follow-up report : 02/04/2016.

Event description:
The patient was hooked up to a heart-lung machine because they had begun hemorrhaging during the surgery. Total blood loss was about 16l. The thymic tumor was eventually removed. A transfusion was necessary. The patient is currently in a vegetative state.